Event description:
While performing service on the architect analyzer the abbott field service engineer (fse) stated that the stat probe struck his right hand causing injury. The fse was cleaning the instrument while it was off and he accidently hit the stat probe causing the injury. The fse was wearing gloves. Due to the injury the fse was given a tetanus shot, which is considered an adverse event. The fse was also tested for hiv, hepatitis b, and hepatitis c which were negative. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). The abbott field service representative (fsr) sustained a small cut on top of his right hand while performing preventive maintenance on architect i2000sr, serial number (B)(4). The fsr was cleaning an interior area of the instrument with gloves on while the instrument was powered off and the probe was stationary. The fsr's right hand came in contact with the stat probe going through the glove and causing the injury. The fsr received a tetanus shot and was tested for hiv, hepatitis b, and hepatitis c. The testing results were reported as negative. A review of complaint history revealed one additional complaint related to a piercing of a finger while cleaning a probe. The architect i2000sr global field service training program manual (207541-101), the architect isystem service and support manual (96211-127), and the architect i2000sr standardized preventive maintenance and total call procedures (isa 116-128) provide adequate information regarding safety hazards and safety awareness where hazards may exist. Based on the results of this investigation, there is no indication of a malfunction or deficiency of the probe ((B)(4)).